Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, the lead could not be fixed when it was placed on the right ventricle. Several attempts were made to replace the lead but was unsuccessful. The lead was snapped a little and could not be used. Another lead was used. Patient's condition was stable.

Manufacturer narrative:
A complete lead with stylet inserted was returned in one piece measuring 58.3 cm. Analysis was normal. No anomalies were found.